Event description:
11mm versaone universal fixation cannula port leaking insufflation air at a high rate. Surgeon reports similar problem every time he uses this product. When air leaks it will lose pressure in the abdomen causing an issue with visualization until the insufflator can catch up. Reference report: mw5116286.